Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿foreign material at connecting tube¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no physical damage at the connecting tube. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in down direction did not meet the standard value; circuit board unit and micro connector unit in suction connector had corrosion due to water leakage; plug unit had corrosion due to water leakage; due to corrosion on plug unit, error code e315 (unsupported scope) occurred; grip and switch box had a scratch; and connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was not recognized by the processor. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign material attached to the connecting tube, which was attributed to inadequate cleaning and mishandling. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.